Manufacturer narrative:
Device evaluation- the device was returned for evaluation. The examination of the returned device showed the device syringe holders were stuck in place. Further examination showed evidence of fluid ingression/contamination. Examination of the syringe plunger case and syringe plunger head showed fluid contamination throughout. The reported issue was confirmed. The cause of the contamination was determined to be damage during use.

Event description:
It was reported that the device was having "syringe plunger holder issues" identified during set up. No patient involvement reported.